Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer could not compete the fill tubing process. There was no reported adverse impact to customer's blood glucose level. The customer declined further assistance from tandem technical support regarding the issue.